Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about five months prior to report, the patient had great coverage of the back and thigh area. Since that time, the patient only had coverage in her back but the needed it in her thigh area. It was unknown if the patient had fallen, as she could not recall. A revision was going to take place on the date of report. The physician was going to pull the lead down to the original spot. Additional information has been requested but was not available as of the date of this report.